Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained that the cobas 8000 core unit stopped processing samples from the modular pre-analytics (mpa) system. Since the aliquots from the mpa sat for a while, evaporation took place resulting in increased ise indirect na for gen.2 results (B)(6) 2018. Based on the data provided for 205 patient samples that were repeated (B)(6) 2018, there were 42 erroneous na results, 8 erroneous k results and 1 erroneous cl result. All the initial results were reported outside of the laboratory and the customer is issuing amended reports. The customer just waited and the cobas 8000 unit began to process samples again after "a time." There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided.

Manufacturer narrative:
No issues were identified during a review of calibration and qc data. Investigations are ongoing.

Manufacturer narrative:
The manufacturer was able to reproduce the customer's issue. It was determined that the instrument operated correctly. The number of routine racks in the system was at the maximum acceptable limit for the system; there was no vacant position open. The system specifications indicate that the system will not accept any routine rack from the mpa until it has a vacancy available for the rack. In this case, since there was no vacancy, the rack remained in the mpa. The cobas 8000 operated within specification. The device did not malfunction.